Manufacturer narrative:
During inspection and testing, the coating of the bending section was found to be peeled off due to deterioration. The reported event (leak) was confirmed. Service found a leak due to holes in the bending section caused by external factors. In addition, angulation was insufficient due to elongation of the angle wire, the cleaning brush could not be inserted due to crushing of the forceps channel, there was play in the angulation, the insertion section was crushed, the operation part was damaged and peeling, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a leak from the tip of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the bending section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated field. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the peeled coating that was noted during evaluation. A review of the device history record found no deviations that could have caused or contributed to this device problem. A definitive root cause for the issue was not established. However, it is plausible that the device problem occurred because the device was mishandled or subjected to stress forces during operation. Olympus will continue to monitor field performance for this device.